Event description:
It was reported through results of a clinical trial that two weeks post endovascular arteriovenous fistula creation, during a two week follow-up visit, fistula failure to mature within three months of index procedure noted. It was further reported that, one month and eleven days post endovascular arteriovenous fistula creation, during a six week follow-up visit, patient reportedly experienced restenosis. A secondary stage balloon assisted maturation procedure was performed to support maturation of arterialized vein segments and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint hstory review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the reported fistula failure to mature and restenosis post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and restenosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis warnings: 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a complaint hstory review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the reported patient adverse effects post endovascular arteriovenous fistula creation. The definitive root cause for the reported fistula failure to mature and restenosis could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis warnings 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H10: d4 (expiration date: 05/2022). H11: b5. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that two weeks post an endovascular arteriovenous fistula creation, fistula failure to mature within three months of the index procedure was noted. It was further reported that one month and twenty-one days post an endovascular arteriovenous fistula creation, an additional secondary stage balloon assisted maturation procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. It was also reported that nine months and fourteen days post an endovascular arteriovenous fistula creation, the subject had recurrent stenosis in the cephalic vein distal to peri-anastomotic with fifty percent restenosis. An additional secondary stage balloon assisted maturation procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. Moreover, one year, six months, and twelve days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of stenosis of cephalic and perforator veins which required additional arteriovenous access circuit re-intervention due to loss of thrill. Standard percutaneous transluminal balloon angioplasty, cutting/scoring balloon angioplasty, and stent graft placement were performed to treat the loss of thrill. The post procedure intervention was successful, and the outcome of the adverse event was resolved. Furthermore, one year, nine months, and twelve days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of perforating vein stenosis with cephalic vein thrombosis. The subject underwent additional arteriovenous access circuit re-intervention due to access circuit thrombosis and access circuit stenosis. Standard percutaneous transluminal balloon angioplasty, cutting/scoring balloon angioplasty, thrombolysis, and stent graft placement were performed to treat the access circuit stenosis and access circuit thrombosis. The post procedure intervention was successful, and the outcome of the adverse event was resolved. Evidently, one year, nine months, and fifteen days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of thrombus of cephalic vein, ulnar artery, and interosseous artery. The subject underwent additional arteriovenous access circuit re-intervention due to access circuit thrombosis. Standard percutaneous transluminal balloon angioplasty, thrombolysis, and thrombectomy were performed to treat the access circuit thrombosis. The post procedure intervention was successful. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the device was not returned for evaluation. The result of the investigation is confirmed for the reported patient adverse effects post endovascular arteriovenous fistula creation. The definitive root cause for the reported patient adverse effects could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: indications: the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 17. The puncture site should be closed and hemostasis should be achieved by manual compression per the instructions below. Use of closure devices with the wavelinq¿ 4f endoavf system may be associated with an increased risk of access site complications. 18. The wavelinq¿ endoavf system has only been evaluated for the creation of an avf between the ulnar artery and concomitant ulnar vein and between the radial artery and concomitant radial vein in the clinical studies described below. 19. Refer to the latest national kidney foundation kidney disease outcomes quality initiative (nkf kdoqi) guidelines for recommendations and considerations for av access creation in patients on or requiring hemodialysis. For patients expected to have prolonged durations on hemodialysis, a distal to proximal approach to avf creation provides the best opportunity to preserve vessels for future vascular access sites following the individual patient eskd life-plan. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 9. Adjunctive procedures are expected to be required at the time of the index procedure to increase and direct blood flow into the avf target outflow vein to assist maturation. Care should be taken to proactively plan for any adjunctive procedures, such as embolization coil placement, when using the device. Potential adverse events: the known potential risks related to the wavelinq¿ endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; aneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. H10: b5, d4 (expiration date: 05/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that two weeks post an endovascular arteriovenous fistula creation, fistula failure to mature within three months of the index procedure was noted. It was further reported that one month and twenty-one days post an endovascular arteriovenous fistula creation, an additional secondary stage balloon assisted maturation procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. It was also reported that nine months and fourteen days post an endovascular arteriovenous fistula creation, the subject had recurrent stenosis in the cephalic vein distal to peri-anastomotic with fifty percent restenosis. An additional secondary stage balloon assisted maturation procedure was performed to support maturation of the arterialized vein segments via the secondary coil embolization and the procedure was successful. Moreover, one year, six months, and twelve days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of stenosis of cephalic and perforator veins which required additional arteriovenous access circuit re-intervention due to loss of thrill. Standard percutaneous transluminal balloon angioplasty, cutting/scoring balloon angioplasty, and stent graft placement were performed to treat the loss of thrill. The post procedure intervention was successful, and the outcome of the adverse event was resolved. Furthermore, one year, nine months, and twelve days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of perforating vein stenosis with cephalic vein thrombosis. The subject underwent additional arteriovenous access circuit re-intervention due to access circuit thrombosis and access circuit stenosis. Standard percutaneous transluminal balloon angioplasty, cutting/scoring balloon angioplasty, thrombolysis, and stent graft placement were performed to treat the access circuit stenosis and access circuit thrombosis. The post procedure intervention was successful, and the outcome of the adverse event was resolved. Evidently, one year, nine months, and fifteen days post an endovascular arteriovenous fistula creation, the subject developed an adverse event of thrombus of cephalic vein, ulnar artery, and interosseous artery. The subject underwent additional arteriovenous access circuit re-intervention due to access circuit thrombosis. Standard percutaneous transluminal balloon angioplasty, thrombolysis, and thrombectomy were performed to treat the access circuit thrombosis. The post procedure intervention was successful. Additionally, one year, ten months, and four days post an endovascular arteriovenous fistula creation, fistula was found to be abandoned due to access being viable but there are complications that require the abandonment of access with indication of mild-moderate steal and the patient requested abandonment. Reportedly, there have been no documented device deficiencies reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2022). Device not returned.

Event description:
It was reported through results of a clinical trial that two weeks post endovascular arteriovenous fistula creation, during a two week follow-up visit, fistula failure to mature within three months of index procedure noted. It was further reported that, one month and eleven days post endovascular arteriovenous fistula creation, during a six week follow-up visit, patient reportedly experienced restenosis. A secondary stage balloon assisted maturation procedure was performed to support maturation of arterialized vein segments and the procedure was successful. The current status of the patient is unknown.